Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: - the information was provided that the cover was firmly pushed until the hook of the scope was visible within opening of the cover. However, the cover may have covered the hook, not gone over it completely. Subsequently, attachment of the cover was insufficient, the cover was easy to come off the scope. The suggested event is detectable and preventable by handling scope in accordance with the following instructions for use (IFU): operation manual states the detection method at chapter 4 - 4.1. Operation manual states the preventive measures at chapter 3 - 3.5. It is suggested that the user facility review the method of device handling according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device will not be returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
An olympus endotherapy representative reported on behalf of the customer that the single use distal cover fell off of the duodenovideoscope inside the patient at the end of the therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. The patient cleared her throat and pulled it out of her mouth. There was no unplanned diagnostic imaging to locate the device. The procedure was completed using the same set of equipment without delay, and no patient harm was reported. Related patient identifier: (B)(6).